Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0av5x, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that compatibility guidelines were requested for MRI. The following information was requested from the caller: the area to be scanned was the head / brain and the c-spine. Pain at ins (stimulator) site was reported. Caller said that patient did not tell technicians that she has implanted system until she started to report pain at ins site when they started the procedure. The event or symptoms occur following MRI scan for mra(magnetic resonance angiogram). The area to be scanned was the head / brain and the c-spine. The stimulation status prior to the MRI was unknown. Caller said he doesn't know if it was or was on, hasn't checked yet. Caller said that he contacted the nurses assistance at hcp (healthcare provider) office. Caller said that right now patient was fine.